Event description:
It has been reported the pt has been experiencing weakness in his legs and chest vibrations. Scans were taken to determine the cause for leg weakness. The scans came out to be normal. The pt is working closely with his physician to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.